Event description:
It was reported that during prep before surgery, the cannula detached from the luer lock and would not stay on the syringe. The device was not used on the pt.

Manufacturer narrative:
The device has been received for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.